Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing abdominal stimulation during high frequency setting. It was also noted that the patient had weakness in the extremities and tingling sensation. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient's weakness in the limbs was a pre-existing condition. The patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing abdominal stimulation during high frequency setting. It was also noted that the patient had weakness in the extremities and tingling sensation. The patient will undergo a lead revision procedure.